Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that discordant, falsely elevated calcium results were obtained on three patient samples on a dimension vista 500 instrument. The customer performed a correlation study between the dimension vista and the dimension exl instrument which recovered acceptably. The quality control (qc) was within the acceptable range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced reagent 1 (r1) and sample probes, performed auto alignments, inspected bottom of cuvette, recalibrated the calcium assay with fresh calibrator and reagent, and ran mix and alignment methods tests, which recovered within specifications. Then, the customer ran qc and comparison study, which recovered acceptably. After investigating the instrument files, siemens determined that the customer calibrated the calcium assay on 04-jan-2020 using a wellset that produced falsely low calcium results. The discordant results obtained on 05-jan-2020 was performed on a new and acceptable wellset, using the calibration that was performed on 04-jan-2020, and this combination potentially contributed to the discordant, falsely elevated calcium results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated calcium results were obtained on 3 patient samples on a dimension vista 500 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.